Manufacturer narrative:
Product analysis: it was determined at analysis that the analyzer passed functional testing but it had issues connecting to the programmer. Loss of communication errors: analyzer was losing connection during functional testing. The analyzer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.